Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. The device was not able to power on when ac power was applied; however, the device was able to power on with dc power. The eos power supply pcb was replaced to resolve the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The replaced eos power supply pcb was returned to stryker product analysis center for further investigation. During evaluation at pac, the reported issue was verified. Visual inspection and component measurement showed that fuse f1 and varistor mv3 were blown and bridge rectifier d1 shorted. The root cause of the reported issue was determined to be the blown fuse f1 and varistor mv3 and the short-circuited rectified bridge d1, components of the eos power supply pcb.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.